Event description:
Healthcare professional reported that the explantation has already been carried out and capsular fibrosis has been diagnosed. Patient reported breast pain, noticeable surface ripple and capsular contracture baker grade iii. This record is for right side. Device was explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of "capsular contracture" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture, baker grade iii

Manufacturer narrative:
Device evaluation: the device related to the reported event of capsular contracture was received on february 18, 2025, with lot number 2530201. Based on the product analysis performed, the assessments of the complaints are: capsular contracture: unable to observe as it is not related to the device. As per the investigation procedures observed an opening, wear abrasion and creases were completed and none of the observations are found to be potentially related to the manufacturing process, no further actions are required.

Event description:
Healthcare professional reported that the explantation has already been carried out and capsular fibrosis has been diagnosed. Patient reported breast pain, noticeable surface ripple and capsular contracture baker grade iii. This record is for right side. Device was explanted.